Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip was positioned and deployed. Upon release, the anterior leaflet appeared not to be in clip, but potentially some anterior leaflet chord in the clip. A decision was made to place a third clip medially to second clip. Good leaflet insertion and stabilization was achieved. The procedure concluded with mr reduced to grade 1.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip was positioned and deployed. Upon release, the anterior leaflet appeared not to be in clip, but potentially some anterior leaflet chord in the clip. A decision was made to place a third clip medially to second clip. Good leaflet insertion and stabilization was achieved. The procedure concluded with mr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported migration (partial clip movement) cannot be determined. Additionally, based on the information reviewed, the reported foreign body in patient appears to be related to procedural conditions. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.